Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported leak noted on weekly PICC dressing. Referred to nurse led PICC service and new PICC referral made and PICC inserted so no delay in chemo. New PICC was required due to poor venous access and receiving chemo. Secured with secureacath. Exit site marking 5cm. No other information was provided.